Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u will be submitted.

Event description:
The customer reported that during a total laparoscopic-assisted hysterectomy procedure, a piece of the active waveguide disengaged from the tip of the device after coming into contact with a metallic coe cup used for uterine manipulation. The tip fell into the pt cavity and was retrieved. There was no pt injury.